Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The analysis of these photos showed evidence of broken or cracked tubes in all of them. Additionally, ten retained samples underwent functional tests and all passed without failure. Furthermore, another 30 retained samples were visually inspected for damage or broken tubes, and none of these samples showed any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, customer noticed the bottom of tube was cracked. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, customer noticed the bottom of tube was cracked. No patient or user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.